Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient felt crack in her back when her husband hugging her goodbye this morning and stimulation changed. Rep stated they will reprogram patient. The issue has not been resolved at this time. No surgical intervention occurred or planned. Patient is alive with no injury. Patient medical history is hx fbss, scs and chronic pain. Additional information was received from manufacturing representative (rep).it was reported that rep met with patient and impedances check showed within normal range. Patient reported felling a "clicking" sensation in her back as her husband hugged her firmly. Patient reported stimulation patterns had changed after incident. During the ins session, patient seemed to get same coverage prior to this incident. Patient reported great coverage at the end of the meeting. No patient symptoms or complications were reported in this event.